Manufacturer narrative:
This follow-up is being submitted to relay.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned stem found it has fractured off at the collar tapered end and shows signs of use (minor scuffs and dings). The post screw has also fractured and remains lodged in the stem. Device was submitted for further analysis. Analysis determined the fracture surface reveals evidence of fatigue striations. Crack exit area identified on the fracture, exhibiting ductile overload sheared dimples. Eds semi-quantitative elemental analysis of the oss mod stem sample showed that it was consistent with ti-6al-4v alloy. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations/anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified the stem had fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11- medical product. Finn 5cm resurf fmrl rt, item# 153805, and lot# 381330. Finn yoke long reinforced, item# 153866, and lot# 055140. Finn mod fmrl stem 13mm x 152, item# 153823, and lot# unknown. Unknown oss axel item# unknown, and lot# 035580. Unknown oss bearing. Unknown oss bushing. Unknown oss bushing. Unknown oss patella.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately fifteen years post implantation due to fractured stem implant. Metallosis was found in the knee during the revision surgery. There is no additional information available at this time.